Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the lcd display has inverted images. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing it was discovered the lcd screen was scrambled, the battery module was powered off and then powered on and the display issue was resolved.